Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# unknown, implanted: (B)(6) 2017, product type lead; product ID 3708695, serial# unknown, implanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation medical devices: product ID 3387-40, implanted: (B)(6) 2017, product type lead . Product ID 3708695, implanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that there were abnormal impedances in electrodes 9 and 10 during the procedure, with the value shown as 53 ohms. As a related environmental factor the hcp noted that there was blood adhered to the connector of the lead and adaptor. As a result the screw on the connector of the device and adaptor was re-tightened, with the screw on the connector of the adaptor and the lead also re-tightened. However, after disconnection the screw was re-tightened too much with the hcp believing there to be a risk that the set screw could be broken if the adaptor was disconnected once more, so they did not attempt to remove the blood adhered to the connector. Additional information received on (B)(6) noted that the electrodes with abnormal impedances were not used for therapy so there were no issues with patient symptoms. It was also stated that the cause of the event could not be determined as the hcp did not rule that the cause was the from the blood adhered to the device. The issue was unresolved at the time of the report. No patient symptoms were alleged and no further complications are anticipated.